Manufacturer narrative:
The allegation that this replacement finesse pump (205190935/sw) suddenly shut off when adjusting the suction dial past the medium setting and that the finesse pump base then shocked the right palm of user when attempting to move pump base to a new outlet is highly implausible. Materials such as plastic are bad conductors of electricity. They do not allow electricity to flow through them. The allegation that the ac adapter, p/n 4100003, model dys612-090130w-1 lot 3316 made a "shock" sound when moved to a new outlet is also dubitable.

Event description:
Customer contacted ameda, inc. 02/24/2020 to report experiencing an electrical shock after her ameda finesse pump powered off during pumping. After the pump powered itself off, customer placed her right palm under the pump base to move it and experienced an electrical shock that frightened her. She denied pain, injury or burn in this event. Customer stopped using the pump that day and phoned ameda. Customer was shipped a replacement finesse pump base and ac adapter overnight.